Event description:
Reference number (B)(4). Event occurred in the unites states it was reported that the patient faced an abscess at the cannula site, which became infected when the cannula was removed. The patient developed redness and swelling at the injection site, requiring a 7 day course of antibiotics. The infection reportedly began around 24-nov-2025, and as of (B)(6) 2025 the patient remained on oral medication. No further information available.